Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.

Manufacturer narrative:
D6: info not available, device not returned for analysis.